Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was being removed due to an infection. During the replacement procedure it was found that the header was loose. The physicain suspected he may have pulled too hard on it during explant.